Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the cartridge and syringe needle were changed to address the issue. Additionally, it was reported that the customer was unable to fill the tubing during the load process. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was approximately in the 160s mg/dl range.